Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. The patient reported receiving a high voltage therapy from the implantable cardioverter defibrillator. However, upon interrogating the device, there were no recorded episodes of ventricular tachycardia or high voltage therapy delivered. Troubleshooting was performed to retrieve the data but was unsuccessful. The patient condition was stable.